Manufacturer narrative:
Device is a combination product device evaluated by MFR.: promus element plus,mr,ous 3.00x24mm stent delivery system was returned for analysis. A visual examination of the stent found stent struts in the distal end of the stent lifted from their crimped positions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure.a visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues.a visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified 22mm in length and 3.0mm diameter right coronary artery. A 3.00x24mm promus element plus drug eluting stent was advanced. However, tip of the stent strut was lifted up. The procedure was completed with a different device. There were no complications reported and the patients status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 22mmx3.0mm target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 3.00x24mm promus element plus drug eluting stent was advanced to treat the lesion. However, tip of the stent struts was lifted. The procedure was completed with a different device. There were no complications reported and the patient's status was stable.